Event description:
The customer stated the rubella calibration failed with error code 1048: calibration check failure, cal a/b ratio too high, on the axsym analyzer. The customer repeated the calibration with new master calibrators without resolution. The customer decontaminated lines 1, 2 and 4, checked the meia optics and repeated the calibration with new reagent without resolution. No impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.